Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8578, lot# n112601, implanted: (B)(6) 2007, product type accessory. (B)(4).

Event description:
It was reported the patient was having a spinal fusion and replacement of hardware on the day of the report. The patient¿s pump only had normal saline in it at min rate as the patient stated it wasn¿t working for ¿a while¿. Per the reporter in looking at x-rays pre-case with the hcp it was noted the catheter was severed at the spinal segment. This was confirmed when the hcp did his cut down and noted the catheter was severed. The pump did not have meds in it and the patient was having major spinal surgery the day of the report so no action was done to fix/replace the catheter at that time. The managing hcp would be notified of the catheter issue per the surgeon. There were no patient symptoms reported and the patient status at the time of the report was noted as alive, no injury. No patient outcome or intervention was reported. Additional follow-up is being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.